Event description:
During an atrial flutter ablation procedure using a brk transseptal needle, a pericardial effusion occurred. A transseptal puncture was performed with a brk transseptal needle and a swartz braided transseptal introducer was advanced into the left atrium. A therapy cool path duo ablation catheter was then placed through the introducer into the right atrium; however, the catheter would not reach the required areas to perform ablation. The physician decided to perform a second transseptal puncture to allow for better catheter placement. A transesophageal echocardiogram was performed, which revealed a small pericardial effusion. The pt remained stable and the ablation procedure proceeded. Later in the procedure, the pt became hypotensive and complained of discomfort. Another transesophageal echocardiogram was performed, which revealed the size of the effusion had increased. A pericardiocentesis was performed, which stabilized the pt. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is an inherent risk during the transseptal technique.